Event description:
New information indicated the patient was stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up following a merlin.net alert. The pulse generator exhibited a diagnostics anomaly. The patient did not experience any symptoms. The device was explanted and replaced on (B)(6) 2015.